Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2021 neuropace was notified that the patient previously had their entire rns system (rns neurostimulator and two leads) explanted which was performed on (B)(6) 2021. The patient was diagnosed with a superficial incisional infection.